Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
Balloon was placed in the cath lab prior to surgery with the fluid lumen capped off. When coming off bypass he turned on the pump but had no pressure signal (from fiberoptic sensor) to trigger off of and "autofill failure" message. He then transduced the fluid lumen and the pump worked fine with an acceptable tracing. This pt expired with the balloon in place. The death was no attributed to the pump or balloon but due to the weak condition of the heart.